Event description:
There was a revision surgery 5 days after implantation (due to electrode dislocation/incorrect position) in which the device was removed to a saline bath and re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery five days post-implantation due to a dislocated electrode. However, it has not been clarified if the electrode migrated post-operatively out of cochlea or was misplaced during initial surgery. The electrode was inserted successfully during revision surgery. This is a final report.

Event description:
There was a revision surgery 5 days after implantation (due to electrode dislocation/incorrect position) in which the device was removed to a saline bath and re-implanted.